Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test and alarmed motor error during the basic occlusion test due to moisture damage force sensor resistor. The motor passed motor test. Unable to perform the occlusion and excessive no delivery tests due to a33 alarm and motor error alarm. No unexpected pump rewinding on its own during our testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was trying to fill the cannula and when pressing the act button, the numbers did not appear on screen but he could hear the motor moving. He disconnected the infusion set but it had already delivered 100 to 120 insulin units. He then removed the reservoir and the insulin pump started rewinding on its own. Customer's blood glucose went from 270 to 196 mg/dl in 40 minutes and at the end of the call he was at 114 mg/dl. The customer stated he would be checking his blood glucose again and if it had gone under 100 mg/dl, he would be going to the hospital. The insulin pump would be replaced and returned for analysis.